Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter continued to revert to the setup mode when trying to perform a blood glucose test. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 1pm. The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took. At an unspecified time after the alleged issue, the patient claimed she felt a low blood glucose symptom of sweating. The patient took food and or/ drank a beverage as treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The patient confirmed the alleged issue occurred after removing/ replacing the batteries. The cca walked the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the returned meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.